Manufacturer narrative:
H6: the product was not returned; however, an image of the broken plastic piece was provided. The provided image shows a fractured blue plastic piece. Based on the image and information provided it appears to be a piece of the inbone ii dome strike tip.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 200009901, lot # 1593282; part # 220220903, lot #1585031; part #200222903, lot #1570254; part #200010901, lot #1584633; part #200011901, lot #1593782; part #200347901, lot1593823. Manufacture date for part # 200009901, lot # 1593282 is 02/15/2017; manufacture date for part # 220220903, lot #1585031 is 01/04/2017; manufacture date for part #200222903, lot #1570254 is 11/21/2015; manufacture date for part #200010901, lot #1584633 is 12/04/2016; manufacture date for part #200011901, lot #1593782 02/23/2017; manufacture date for part #200347901, lot1593823 is 03/04/2017. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the ankle became infected sometime post-op. During removal of the ankle replacement a 3x5mm plastic piece was found and removed. The implants were removed and a cement spacer was inserted.